Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was able to clear the alarm and resume insulin delivery. Customer's blood glucose was 397 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.